Manufacturer narrative:
(B)(4).

Event description:
This is a vascular intervention case to treat an sfa occlusion. A 0.035x150 quick-cross was utilized to cross the cto of the let sfa. Once crossing was achieved the physician attempted to remove the quick-cross but upon removal it was noted that a portion of the catheter with the three marker bands could be seen on fluoro still in the patient. A 10mm snare was used to retrieve the remainder of the quick-cross without any additional effects to the patient. No portion of the catheter remains in the body after intervention and the patient was discharged without further complication.